Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and no clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. Although infection was reportedly the root cause of the revision, the source of infection is unknown. The patient impact beyond the revision and an expected post op course cannot be determined. Should clinical documentation become available in the future, the clinical/medical task may be re evaluated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Proceed based on information provided and/or available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by dr. Luca orlandini and/or j. Templeton, medical director. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: ¿patient information ¿surgical procedure/post-operative care review ¿device labeling (including technique guides, ifus, etc.) No clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. Although infection was reportedly the root cause of the revision, the source of infection is unknown. The patient impact beyond the revision and an expected post-op course cannot be determined. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time.

Event description:
It was reported that a revision surgery was performed due to infection. Only insert was exchanged.